Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2012 for gastrointestinal bleeding. The patient went in for a esophagogastroduodenoscopy/colonoscopy which were overall unrevealing but 2 small polyps in the descending colo were resected and sent for biopsy. The patient reported having pain in their back and neck and was found to have a hematocrit of 13 and inr > 5 with guaiac positive brown stool; they received 4u irradiated packed red blood cells. No acute events or signs of bleeding noted during the admission and the patient symptomatically improved. The patient was discharged home with scheduled follow up with the vad team as well as gi for further outpatient workup (including small bowel follow-through and capsule study).